Manufacturer narrative:
Analysis was performed at the philips authorized repair facility. The results of the analysis indicate there was no sound during testing in the unit. The speaker was further tested in the mt56060 tool and it was confirmed there was no sound. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. This was an exchanged device; therefore, the decision was made to scrap the device rather than repairing it. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a mx40 1.4 ghz smart hopping device indicating that during evaluation at bench repair, it was identified that the device had no audio. The device was not in use on patient at time of event, there was no adverse event reported.